Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a coil did not deploy. An 8mm x 40cm interlock¿-35 was selected to treat the target lesion located at the spleenic artery. It was noticed that the coil did not deploy properly. Procedure was completed with a different device. No patient complications were reported and patient's status is fine. However, device analysis revealed that the number of proximal fiber bundles was below the assigned specification.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that the coil and delivery wire were not interlocked. Dried blood was present in the introducer sheath, on the coil and on the fibre bundles. The delivery wire was kinked distally by the interlocking arm. The coil is very stretched proximally. The number of proximal fiber bundles was below the assigned specification. The delivery wire dimensions were found to be in specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).